Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The vendor's evaluation identified that the attachment was received with a broken burr inside, and it was not removable. The attachment was filled with dried, brown debris. The bearings were rough, and the drive shaft needs to be completely replaced.

Event description:
It was reported by the sales rep, that during a case, the ar-300b broke off in the tip of the hand piece. The patient was not harmed and the case was completed by using a different hand piece.